Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u was received via medical records on (B)(6) 2010, which upgraded the case to serious. On (B)(6) 2008, pt seen by a new neurologist due to difficulty walking. Pt had increasing difficulty with foot numbness that had persisted for almost one year. In (B)(6) 2008, the pt had presented to a neurologist with complaints of progressive sensory loss beginning in feet and working its way up legs. The pt had fingertip numbness that had not progressed. The pt was using a ... To ambulate and she felt like her legs would not do what she wanted them to do. Physical exam revealed spastic gait, proprioception was impaired to ankle on left and mildly impaired at toe on right. Pt could not feel cold and hot, but had trouble with light touch perception in both legs. On (B)(6) 2008, consult letter indicated that pt's nerve conduction study on (B)(6) 2008 was normal but somatosensory evoked potentials were severely abnormal in lower extremities as evidence by bilateral total conduction blocks in the central somatosensory pathways. Pt had moderate to severe slowing in the central visual pathways and essentially normal median somatosensory evoked potentials. Physical exam was unchanged with sensory deficits to proprioception with posterior column dysfunctions, mild spasticity and significant sensory ataxia and subjective complaints in fingertips. Pt said that she had no progression of symptoms for the past year. On (B)(6) 2008, copper level was 26 ug/dl (normal 70-155) and zinc was 149 ug/d: (normal 70-150).

Manufacturer narrative:
Poligrip is mfg in (B)(4), and neither the product no lot number for this product was available. (B)(4).